Event description:
The advocate stated the customer received a blood glucose reading of 414 mg/dl from his breeze2 meter and a reading of 163 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call while customer service was trying to gather add'l info. No product will be returned.